Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's healthcare provider (hcp) had difficulty accessing the center port due to the pt's size. It was noted that the pump did not move in the pocket. It was further stated that expected residual volume in the pt's pump reservoir was 3.2 mls. The actual residual volume was, however, 0.5 mls. When aspirated, the residual medication in the pump had a "reddish tinge" to its color. The pt's pump contained lioresal at a concentration of 500 mcg/ml. There was no info provided regarding the dosage of the medication used in the pt's pump. It was reported on (B)(6) 2010, that the hcp was able to fill the pt's pump with 20 mls of medication, the previous day. But, the hcp was unsure whether the medication went into the pump or the pocket. The hcp noticed "fluid" coming out of the location where the needle was inserted to administer the pump medication. No further details, pt symptoms or outcome were provided. Add'l info was requested but not received at the time of this report. A f/u report will be filed if add'l info becomes available.